Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: product ID: d154vwc, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensed t-waves resulting in an inappropriate shock. It was recommended that device detections be suspended and the patient's rhythm be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.